Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks on (B)(6) 2021 and to the infra-scapular on (B)(6) 2021 using the cooladvantage applicator with coolcurve+ contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b5 (treatment date), d1, d4, d9, g1, g2, h3, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks using the cooladvantage, coolcurve plus contour applicator and a few days later received coolsculpting treatment to the infra-scapular area using cooladvantage, coolcurve plus contour applicator. The patient was assessed and diagnosed with paradoxical adipose hyperplasia in the flanks and infra-scapular area approximately six months after treatment. The patient reported increased volume and hardening of the treated areas. Visible enlargement with clear demarcation and bulging was observed in all mentioned areas.